Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Other: the programmer files were reviewed. (B)(4). Conclusion: a re-intervention should be evaluated by the physician in order to check proper operation of the lead (visual check, electrical tests / sensing tests lead disconnected) and proper connection of the lead. The device operated as specified.

Event description:
Reportedly, on (B)(6) 2011 follow-up the physician observed that: no ventricular spikes were observed on the ECG both in the programmed settings and upon magnet application. Upon device interrogation high ventricular impedance was noticed. The ventricular lead impedance was measured at 714 ohms in bipolar configuration and 589 ohms in unipolar configuration. Noise episodes were recorded in the device memory. Radiologic evaluation performed on implant day did not reveal connection and/or lead issue. The patient experienced an impact on the chest close to the pacemaker pocket at beginning of (B)(6).